Manufacturer narrative:
An invasive procedure was performed to assess the lead. The lead was disconnected from the device and tested. Measurements were acceptable, therefore the lead was not repositioned. The lead was then re-inserted into the header and the setscrews were tightened. Measurements were acceptable when the lead was reconnected with the device. It was suspected the connection between the lead and device was not complete, resulting in the clinical observations. This lead and device remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following a normal device replacement procedure, this chronic implantable defibrillation lead and this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the rate/sense channel. Pacing impedance measurements greater than 2,000 ohms were also observed. It was reported the patient is pacer dependent and the noise resulted in approximately four seconds of pacing inhibition. Antitachycardia pacing (atp) was inappropriately delivered due to the noise. An increase in right ventricular pacing threshold measurements were also reported. The right ventricular output was then increased.